Manufacturer narrative:
Serial number: (B)(4), catalog number: 72400161, component expiration date: 08/12/2009, component manufacture date: 08/30/2004. Serial number: (B)(4), catalog number: 72400098, component expiration date: 01/27/2010, component manufacture date: 02/14/2005. Serial number: (B)(4), catalog number: 72400024, component expiration date: 05/04/2010, component manufacture date: 05/20/2005. The replacement surgery was initially reported on (B)(4) 2014. This was intended to be sent on (B)(4) 2014. Exemption (B)(4). However, additional information was received on (B)(4) 2014 that indicated patient death which necessitated a medwatch report.

Event description:
It was reported that the patient had his artificial urinary sphincter removed and replaced (B)(6) 2014 due to unspecified reasons. It was further reported on (B)(6) 2014 that the replacement surgery was due to "erosion: bulbar urethra." The physician indicated the patient's outcome was "deceased" due to "mi." No further complications were reported in relation to this reported event.